Event description:
Allegedly the screw broke when the surgeon was tightening. Only the screw head was retrieved. The remaining part of the screw was flush with the surface of the bone.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visual examined. Dimensional inspection. Photographic images made. Complaint reviewed and analysis showed no trend.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.